Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with an unknown serial number and outflow graft with unknown lot number were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported "low flow" event could not be confirmed. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Of note, it was reported that the patient received anticoagulation and antiplatelet intervention. Based on the available information, the most likely root cause of the reported event can be attributed to thrombus at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿ pump. Medical device: model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: (B)(4). Implanted date: (B)(6) 2017. Device available for evaluation? No. Mfg date: unk. Labeled for single use? Yes. (B)(4). This event was reported in the (B)(6) data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for anticoagulation adjustment and ventricular assist device (vad) thrombus. The vad had a low flow alarm caused by constriction of the outflow graft due to thrombus formation. The thrombus was due to the patient's subtherapeutic anticoagulation. The patient underwent an unspecified surgical procedure, anticoagulation, and antiplatelet therapy intervention. The vad and outflow graft remain in use. No further patient complications were reported as a result of the event. This event was reported in the (B)(6) data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.